Event description:
Information received by medtronic indicated that the customer reported that the belt clip was broken, the pump fell off, and cracked the back of the pump. Troubleshooting was performed. The pump shows physical damage, the type of damage was a crack and the location of the damage was at the back of the pump. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per health care professional instruction and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was opened to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Pump passed displacement test. No evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor note during visual inspection. The following were noted during visual inspection: stained keypad overlay, battery tube threads - cracked, cracked case (battery tube), broken belt clip rails and scratched case. In conclusion, blank display was confirmed during analysis due to misaligned battery tube. Cosmetic damage was confirmed at the battery compartment when broken belt clip rail, cracked battery tube case and cracked battery tube threads were noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.